Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a clinic for follow up. Upon interrogation, the device could not be interrogated. The connection was slow, and lost multiple times. It was noted that the episodes were unable to be retrieved. The issue remained after several attempts. Poor telemetry was suspected. It was stated that the device eventually retrieved data and egms. The patient was stable.